Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high capture threshold. During lead revision procedure it was notes that the lead was twisted and turned due to twiddler's syndrome. The lead was capped and replaced on (B)(6) 2024. The patient was stable.